Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: d6a - implant date - added updated e code to include 2422 updated/replaced g code to include 788 h.8 updated to reflect [x] initial use.

Manufacturer narrative:
The physician is not alleging a product malfunction contributed to or caused the adverse event and the device was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by hospital staff and is unavailable for return to egs. Based on the available information received and, the cause of the reported incident cannot be conclusively determined. It cannot be conclusively determined if the hhr procedure, tif procedure, or a combination of both contributed to or caused this adverse event.

Event description:
A patient underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure conducted either laparoscopically or robotically, followed consecutively by a transoral incisionless fundoplication (tif) procedure). The tif procedure was uneventfully completed and the patient was discharged. The patient returned to the hospital approximately one-month post-ctif procedure and was diagnosed with dysphagia and a stricture of unknown size and location. A balloon dilation was completed at an unknown date to treat the stricture.